Manufacturer narrative:
(B)(4).

Event description:
It was further reported that during the index procedure, the patient experienced hypotension and bradycardia. The patient developed hypotension and bradycardia following deployment of the wallstent. Robinul was administered to treat the bradycardia and neosynephrine was administered for the hypotension. Both events resolved the same day without residual effects. 28 days post index procedure, the subject was seen for a follow up visit. The patient was asymptomatic and the event was considered resolved without residual effects. It is the opinion of the physician that there is a probable relationship between the event of stroke and the carotid wallstent and filterwire.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical study. Same case as MFR ID#: 2134265-2010-03688. It was reported that post a stenting treatment procedure, a stroke occurred. The 95% stenosed and 15mm long target lesion was located in the ostium of the right internal carotid artery with a reference vessel diameter of 6mm. A 190cm filterwire ez embolic protection system was deployed and a 10x24, 5.9f, 135cm monorail carotid wallstent implanted followed by post dilation using a 5mm balloon resulting in 0% residual stenosis. However source documents indicate 10% residual stenosis but after additional review, the physician noted that there is 20-30% residual stenosis. His opinion is that this is an acceptable outcome and that it is due to plaque and elastic recoil. One day post procedure, the patient experienced some mild left sided weakness in his hand grip and left foot. The nih stroke scale was "2" for left arm and left leg motor functions. A bilateral carotid ultrasound was performed which showed 60-79% narrowing of the right internal carotid origin by systolic velocity measurement only in the proximal internal carotid. Per the physician, there was no thrombus and the narrowing was in the stent itself. However core lab analysis of these images indicates that the stent was patent. A CT of the brain without contrast revealed acute infarct in the posteromedial aspect of the right frontal lob extending into the right parietal region inferiorly. There was no mass effect or hemorrhage. The patient was seen by neurology. Aspirin and plavix were recommended to be continued as well as consideration of occupational and physical therapy. The patient was discharged 2 days post index procedure. It is the opinion of the physician that there is a probable relationship between the event and the filterwire ez and the carotid wallstent. The physician states that "the cause of the stroke was most likely embolic debris and transient hypotension. He had no symptoms during the procedure and the deficits were picked up at the nihss and neuro exam prior to discharge."